Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in canada. Consumer reported upon removal of a tampon the string separated from the pledget. She manually removed the pledget from her vaginal cavity. She did not seek medical attention and did not experience any adverse health effects.